Event description:
It was reported the patient experienced a hernia coincident with automated peritoneal dialysis therapy. It was unknown if the hernia occurred after beginning automated peritoneal dialysis therapy or prior to initiating automated peritoneal dialysis therapy. The cause of the hernia was unknown. The hernia had worsened with peritoneal dialysis therapy. The patient was not hospitalized for the hernia, but on an unreported date in the same month this report was received, the patient underwent a hernia repair surgical procedure. Dianeal therapy was ongoing. The patient was recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore a device analysis could not be performed. The service history revealed no repetitive failures, no workmanship or process issues, and no similar complaints related to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.